Manufacturer narrative:
Date sent to the FDA: 05/29/2020. Additional information: d4, e2, h4, h6. ¿a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.¿ corrected information: d3, g1, g2. Events were submitted via 2210968-2020-02658 and 2210968-2020-02659.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke right at the end of the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/04/2020. Investigation summary : it was reported that the suture is broken right at the end of the needle. It was received for evaluation an empty opened foil, an empty labeled winding former, a detached needle, and multiples suture pieces of product code w9941, lot ak9012. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. Also, the foil was examined and showed multiples wrinkles and holes on foil packet due to excessive manipulation. This condition contributed to degradation of the suture. The product code xcw9930 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined. In addition, no functional test can be performed due to sample condition. No conclusion could be reached the how suture broke. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.